Event description:
It was reported that during a da vinci surgical procedure, the staff reportedly observed the endowrist one vessel sealer instrument to have sealed properly, but would not cut when prompted. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument had a broken snake wrist, which prevented the instrument to cut when prompted. The instrument blade was not dislodged, but had some debris on the rails. There was no damage to the conductor wire. The cause of the damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument snake wrist found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.